Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving "1ml/ml" saline at 0.0063ml/d ay via an implantable infusion pump for an unknown indication for use. It was reported that the patient felt the pump move the second day after the implant. The patient reported they have to hold the pump in place when walking. The doctor was notified and stated they might have seen movement when the patient was flipped over for transfer. It was reported that no factors led to the issue. The patient and doctor agreed to using a pouch and having a revision done. It was reported the surgery took place on (B)(6) 2017 and the doctor would use a mesh pouch to help secure the pump in place. It was reported that the issue was resolved at the time of the report. The patient status was noted as "alive-no injury." No further complications were anticipated/reported.